Event description:
It was reported that the right atrial (ra) lead dislodged. Fluoroscopy indicated that the ra lead had fallen into the right ventricle. Sensing and pacing of the right ventricle by the ra lead was also observed. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.